Event description:
The customer reported, the system shut down during a case. No patient injury reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. The power supply was adjusted and system interface pcb was replaced. The system was tested and found to be working as intended and put back into service.